Event description:
Through clinical survey, a physician reported that a patient was revised to remove loose hardware. The patient underwent a CT scan approximately 12-months postoperatively and two everest uniplanar screws on the left side at l1 and l2 were seen to have migrated. During explant surgery, the physician noted that the patient's fusion was "rock solid" and there was no need to replace the instrumentation. This report captures the first of two migrated everest uniplanar screws.

Manufacturer narrative:
The devices were not returned and therefore unavailable for evaluation. Device history records and complaint history could not be reviewed without either the device or a valid lot number. The surgeon confirmed that the patient had fully fused. The patient was not experiencing any adverse effects from the loose hardware, but requested it be removed. The patient underwent revision surgery to remove the implants and, following the device removal, the patient experienced a post-operative seroma which improved. Five-month and twelve-month post-operative scans were available through stryker's medidata platform. No visible screw migration/pull-out was observed. It is suspected that the reported "screw loosening" may be referencing the unintended movement of the uniplanar head(s). Once implanted and final tightened, the everest screw head is intended to fixate in its position relative to the screw shaft. If the implanted device experiences an external trauma, the angulation between the screw head and shaft can adjust. It was reported that the patient fell twice within 3 months after the index surgery. This unexpected force may have dislodged the tulip's from their intended position. The surgeon reported that the bone fusion was observed to be stable during device explant. The everest spinal system instructions for use states: "metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant implant removal should be followed by adequate postoperative management to avoid refracture." In this case, the patient had fully fused and the screw provided the temporary stabilization needed during healing. Therefore, potential root causes for the tulip positioning issue reported could be attributed to the patient fall(s) following the index surgery, or normal implant wear over time, as the implants are load-sharing devices which maintained alignment until healing occurred. However, as the devices were not returned for evaluation, the failure mode could not be confirmed.

Event description:
Through clinical survey, a physician reported that a patient was revised to remove loose hardware. The patient underwent a CT scan approximately 12-months postoperatively and two everest uniplanar screws on the left side at l1 and l2 were seen to have migrated. During explant surgery, the physician noted that the patient's fusion was "rock solid" and there was no need to replace the instrumentation. This report captures the first of two migrated everest uniplanar screws.

Manufacturer narrative:
Device location unknown.